Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets and difficulty removing the device due to clip interaction with the chordae, and subsequent clip becoming caught on the guide soft tip, appear to be related to patient morphology/pathology. The reported patient effects of tissue damage and worsening mitral regurgitation (mr) are likely a result of procedural conditions and due to the clip interacting with the chordae, which required troubleshooting maneuvers to free the clip. These maneuvers resulted in a chordal rupture. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the clip became caught in the chordae, resulting in chordal rupture and increased mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. Several leaflet grasping attempts were performed due to the challenging leaflet anatomy. During grasping, the clip became caught in the chordae. Standard troubleshooting was performed and the clip was freed; however, a chordal rupture occurred and the mr increased to 4+. The decision was made to remove the cds with the undeployed clip. During retraction, the clip became caught on the tip of the steerable guide catheter (sgc)for approximately 1 minute, and was then freed without issue. There was no observed damage to the sgc. The cds was successfully removed and the procedure was discontinued. The patient was confirmed to be in stable condition and no further treatment has been planned. No additional information was provided.